Event description:
It was reported the patient encountered the following message on the personal therapy manager (ptm), ¿physician bolus in progress.¿ the telemetry strip was read and the physician administered bolus duration was 38.15 hours and the pump was refilled the day prior at 10:00 on (B)(6) 2012. The patient had increased pain, so bupivacaine was added to the pump along with the previous drugs, clonidine and compounded baclofen, to alleviate the pain. The pump had previously delivered morphine. It was reported two days after the refill that the ptm did not update with the new prescription and refill date after the refill and dosage change. The patient bloused at 03:00 and again at 09:00 and when she tried again, it locked her out for 40 minutes. On (B)(6) 2012, the ptm was updated in the morning and later the prescription data was still not accurate. The ptm was decoupled and recoupled, resolving the issue. The patient had no other therapy or medical issues at the time.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter; product ID 8835, serial # unknown, product type programmer, patient; product ID 8835, serial # unknown, product type programmer, patient. (B)(4).